Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that during a normal follow up a perforation was noted. This right atrial (ra) lead was explanted. No additional patient effect were reported.